Manufacturer narrative:
Device was not returned to manufacturer, therefore, no evaluation completed.

Event description:
Reported overinfusion of oxacillin. "Patient receiving oxacillin 2g IV q4h - 24 hr bag - where the bag ran dry 2 hours before end of infusion." When contacted, pharmacist stated "no patient injury occurred", but could not provide any additional information regarding event.